Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient presented with severe low back pain radiating down her right lower extremity. The patient underwent conservative measures including steroid injections and narcotics, but all measures failed. Mris revealed disc desiccation at l4-5 with disc displacement eccentric to the right. The patient underwent l4-5 posterior transforaminal lumber interbody fusion with a peek cage, rhbmp-2/acs, posterior instrumentation and autologous platelet concentrate obtained from the patient. The first two days after surgery, the patient was doing well and was ambulating. On the third day postop, the patient developed weakness in the right foot and pain was radicular, below her knee and radiating down to right foot. At 4 days post-op, a CT scan was conducted to evaluate the position of the hardware postoperatively. Findings included "there is a 5mm bony spur protruding from the left paracentral posterior endplate of the l4 vertebral body." At 5 days post-op, the patient presented with post-surgery numbness of the legs. MRI of the lumbar spine showed "postoperative change l4-l5 including pedicle screws, right hemilaminectomy and disc prosthesis. At this level, there is an impression on the thecal sac from the right side which in discussion with [surgeon] appears to represent a platelet gel combination. This could be associated with some granulation tissue, debris, or hematoma but the result is narrowing the thecal sac and displacement to the left." At 7 days post-op, the patient underwent a surgery to explore the right l4-5 for inspection of fusion and removal of expanding platelet gel. Per the operative notes, "it was noted that the platelet gel had congealed underneath the thecal sac, as well as congealed into the disk space and underneath the right exiting l4 nerve root. Upon removal of all the fragments of the platelet gel, the right l4 nerve root was noted to be pulsatile, as well as the thecal sac." No complications were noted. At 214 days after the revision surgery, the patient presented with low back pain and left leg numbness. An MRI of the lumbar spine was performed. The MRI found "no evidence of recurrent disc herniation, central canal, or neural foraminal stenosis. Questionable localized fluid collection/arachnoid loculation within the thecal sac at the left inferior l4 level. The nerve roots at this level appear located to the right side." At 638 days after the revision surgery, the patient presented with residual weakness, pelvic numbness, and right leg weakness and foot drop. A CT scan of the lumbar spine with contrast found "a clear abnormality within the thecal sac at the l4-5 level, with demarcation of the contrast opacified sac above the l4-5 level and the unopacified sac below it. There appears to be a curvilinear septation (which could be due to arachnoiditis) present, restricting the free flow of contrast to the lower portion of the thecal sac. "No definite extrinsic compression of the thecal sac or nerve roots is noted."

Event description:
On (B)(4) 2008 - preoperative complaints include low back pain, neck pain, sleep difficulty, depression, headaches. On (B)(6) 2008 - pt. Underwent surgery for l4-l5 tlif with peek cage and posterior fusion l4-l5 with pedicle bilateral screw fixation. Bmp was packed inside the cage and placed to the side and anterior of cage. On (B)(4) 2008 - CT shows "small bone spur 3mm in size is seen fragmented from the inferior endplate of the l4 vertebral body. Minimal left paracentral mass effect is seen. Noobvious central spinal canal mass is seen." On (B)(6) 2008 - MRI shows "an impression on the thecal sac from the right side which ... Appears to represent a platelet gel combination. This could be associated with some granulation tissue, debris, or hematoma but the result is narrowing the thecal sac and displacement to the left." On (B)(6) 2008 - pt. Underwent a procedure for re-exploration of right-sided l4-5 fusion. Three days post-op of the (B)(6) surgery the pt. Developed weakness in the right foot and pain was radicular, below her knee and radiating down to right foot. Postoperative MRI and CT scan were performed and revealed soft tissue mass that was causing pressure on the neural elements on the right side through the hemilaminectomy site. Findings during the operation state "noticed congealed platelet gel in the subfascial area that appeared to be swollen and noted to be compressing the thecal sac and right l4 nerve root as it exited in the foramen." "Upon removal of all the fragments of the platelet gel, the right l4 nerve root was noted to be pulsatile, as well as the thecal sac." On (B)(6) 2008 - current complaints are low back pain, residual numbness from the waist down, including the private areas, lower extremities, more prominent on the right than the left, as well as significant lower extremity weakness with right foot drop, intermittent neck pain, sleep difficulty, depression, headaches. On (B)(6) 2008 - lumbar MRI shows "no evidence of discitis or epidural abscess or collection seen at the surgical site or elsewhere in the lumbar spine. The overall configuration and alignment is very similar to the previous MRI examination from (B)(6) 2007." "Large amount of postoperative scar material at the l4-l5 interspace level eccentric on the right side of the spinal canal, enveloping the right l5 nerve in the lateral recess and abutting the thecal sac. This extends both anteriorly and posteriorly, and particularly posteriorly into the subcutaneous tissue. This may be resulting in symptoms referable to the descending right l5 nerve, as well as into the sacral nerves on the right side. Please correlate clinically with symptoms." "Continued edema signal and enhancement within the posterior aspect of the l4-l5 disc space and within the adjacent vertebral body of l4, which is nonspecific in appearance, though there is no associated destruction or collection present." On (B)(6) 2009 - evaluation records note "the patient has now unfortunately suffered the onset of cauda equina syndrome perioperatively." "Post operative exploration and CT scan of the lumbar spine does not report any protrusion of the right interbody implant." On (B)(6) 2009 - bone scan notes "mild increased activity at the l4-l5 level, on bone scan, most consistent with expected post surgical changes of l4-l5 fusion. There is, however, no evidence of abnormality wbc accumulation to suggest active infection." On (B)(6) 2009 - follow-up evaluation. "The patient has again started to have problems with her bladder and almost had an accident with urinary incontinence." On (B)(6) 2009 - electrodiagnostic report notes "today's bilateral lower extremity electrophysiologic studies are consistent with right l5 and right s1 radiculopathy and suggestion of right l4 radiculopathy. No electrophysiologic evidence to suggest a peripheral neuropathy." On (B)(6) 2009, new onset of left foot numbness on the lateral side extending into the lateral leg. On (B)(4) 2009, MRI shows "no evidence of recurrent disc herniation, central canal, or neural foraminal stenosis" and "questionable localized fluid collection/arachnoid loculation within the thecal sac at the left inferior l4 level. The nerve roots at this level appear located to the right side." On (B)(6) 2010, MRI shows "no evidence of recurrent disc herniation, central canal, or neural foraminal stenosis" and "localized fluid collection along the left aspect of the thecal sac with nerve roots appearing displaced to the right side of the thecal sac at the l4-l5 level likely due to arachnoid loculation with somewhat horizontally oriented loculation/scar. This is unchanged compared to imaging dating back to (B)(6) 2009." On (B)(6) 2010, bone spect of lumbar spine shows "moderate increased bony uptake at the left anterior aspect of the lumbar fusion level at l4-l5. There is also mild, less prominent, increased uptake of bilateral l4 facets." On (B)(4) 2011, "new onset of numbness and some increased bloating in the t12-l1 distribution on the left since (B)(6) 2011." On b)(6) 2011 - MRI notes "the patient is status post placement of bilateral transverse pedicle screws and posterior fusion at l4 and l5, which appears intact. The vertebral bodies and posterior elements demonstrate satisfactory alignment. The neural foramina are all generally patent with no nerve root compression. There is no evidence of spondylolisthesis. The fusion, pedicle and transverse pedicle screws are intact. The alignment is normal. There are mild multilevel degenerative changes consistent with the patient's age. The upper lumbar spine is normal. Following the administration of gadolinium, there are no abnormal areas of enhancement. Specifically, there is no epidural or paraspinal enhancement and no infection or mass seen." On b)(6) 2012 - "the patient states that on b)(6) 2012 she stretched while in bed and felt a loud pop with pain in the low back. She felt that both legs were very numb and weak. After 10-20 minutes the left leg was better but the right leg continued to have burning, weakness and a numb sensation. For the last few days she has been having difficulty controlling her urine; she has urgency or incontinence issues. She has been managing these issues for a while but it has become worse the last week." On b)(6) 2012, "she still has difficulty controlling her urine with urgency. This is a new problem. She had a similar complaint right after her surgery but it improved and she was able to manage it without difficulty until the recent popping sensation in the low back on b)(6) 2012 when she was stretching while lying in bed." On b)(6) 2012 - MRI notes show "post-operative status, post-operative fusion at l5; subtle ill-defined epidural soft tissue at l4-5 level on the right side probably representing post-operative granulation tissue and fibrosis; clumping of cauda equina nerve root at l4-5 level on the right side raises the possibility of arachnoiditis. Mild diffuse bulge at ls-s 1 of 2 mm size without significant canal stenosis or neural foramina narrowing. Mild facet arthropathy at l3-4, l4-5 and l5-s1 levels. As compared to previous MRI of b)(6) 2011, there appears to be no significant interval change."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.